Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error 116 and had no video output. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: h11 (technical assistance support (tac). The customer contacted olympus technical assistance support (tac) via phone. Technical assistance (tac) provided remote troubleshooting and advised internal electronics issue, and they should not use the unit because it is unusable and needs to be sent into olympus for repair. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation and the reported failure was not confirmed. A root cause for the reported events could not be identified. Based on the results of the investigation, the customer's allegation was not confirmed, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.